Manufacturer narrative:
The act button did not respond due to corroded keypad traces. Unable to verify the battery out limit alarm due to the button keypad anomaly. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer's blood glucose was 26 mmol/l. Customer was not able to clear the alarm and stated that there was no response from the buttons. Customer stated that he has a back-up plan and was advised that the pump will be replaced.